Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with heavy calcification and 90% stenosis. Access was via the contralateral common femoral artery as well as pedal access on the same side as the target lesion. The lesion was pre-dilated 3 mm balloon and atherectomy was performed. A 6 mm balloon was then used for further pre-dilatation. The 5.5x100 mm supera self expanding stent system (sess) was advanced to the lesion. During deployment, and retraction of the first thumbslide, the tip of the device separated. The separated tip remained on the wire and a snare was used to retrieve the tip. The stent was deployed but is partially in the target lesion at nominal length. Another supera sess was used to complete the procedure. There were no reported adverse patient sequela. No additional information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted bent tip and ultimately resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.